Event description:
It was reported that an ilet user experienced sustained hyperglycemia with a highest blood glucose of 270 mg/dl over approximately 11 hours despite multiple infusion set and site changes using a telon inset 23 in on the lower left abdomen, with no device alerts or alarms and a blood glucose of 184 mg/dl after the final site change. Symptoms included none reported. Outcomes included no medical intervention beyond troubleshooting and education and no hospitalization. Investigation included customer care troubleshooting focused on infusion site rotation, set replacement, and verification of proper cannula placement, with user-reported straight cannula and no infusion set issues observed, and no meter confirmation available. Investigation of this case revealed no identifiable device malfunction and no confirmed infusion set or cannula defect, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.